Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system presented with bad aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The venturi pump was cleaned to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to foreign material in the venturi pump. However, how or when this foreign material entered the system could not be determined. The manufacturer internal reference number is: (B)(4).